Manufacturer narrative:
Although unknown, the discrepancies alleged could be due to the patient with levels of the virus near the limit of detection while resolving causing the results of the test to waiver, however, this is only speculation based on the information provided. There is also the potential that the dilution with lysis buffer could have affected the cts generated potentially causing discrepancies, however, the effect of the lysis in this scenario is unknown. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive, or false negative results independent of harm, or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from the united states, alleged result discrepancies when testing with the cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 systems lot g06564. A single patient was tested 5 times and received discrepant results. There is no expected result. During the time period of 30.mar.2020 ¿ 05.apr.2020, five samples were collected from a single patient and tested with cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800. All of the samples were pre-treated under bsl-2 hoods with cobas lysis buffer equal volume dilution. The samples were nasopharyngeal swabs collected in copan utm collection tubes and were vortexed prior to transfer to the secondary tubes. However, per the instructions for use (IFU), specimens collected in copan universal transport medium (utm-rt), bd¿ universal viral transport (uvt), cobas® pcr media or 0.9% physiological saline must be transferred into a cobas omni secondary tube prior to processing on the cobas® 6800/8800 system. The use of lysis buffer to pretreat samples is not mentioned in the IFU. No further information is available regarding why the patient was tested 5 times, their clinical presentation or any treatment, or patient workflow. An investigation was performed with the information and data available to rule out any reagent involvement, and no product problem was identified.